Event description:
It was reported that a patient, who had an atsa underwent a revision procedure. An x-ray taken in 2026 showed osteolysis behind the implant. During the revision it was observed that the defect was too large to directly switch to a standard reverse, but to use a glenius pls component. There was no device breakage or surgical delay during the procedure. The patient was last known to be in stable condition following the event. Pre-op x-rays were provided. The explanted devices are available for return. Device images were provided. No further information.